Manufacturer narrative:
Concomitant medical products: st-jude lead; unk-lead, implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was observed with increased and varying threshold. Reprogramming was performed. The lead remains in use. A reassessment will be performed lead replacement when the device reaches end of service (eos). No patient complications have been reported as a result of this event.